Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer's blood glucose (bg) level was 395 mg/dl. A correction bolus was delivered via the pump and the bg dropped to 50 mg/dl. Food was consumed to raise the bg to 100 mg/dl. Reportedly, the customer changed the infusion set site after returning home.